Manufacturer narrative:
The device was not received therefore no physical analysis of the product can be performed. Lot traceability was not provided therefore we were unable to confirm that the device met all material, assembly and inspection specifications. Photos provided revealed a section of overlapping coil wraps and ptfe coating damage on the guidewire and a kinked introducer. Based on the photos, the kink damage to the introducer appears to have caused interference with the device. The product is expected to be returned for failure analysis. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted. Product was not received.

Event description:
Wire could not be fully introduced in the introducer - then was removed - inspection showed damaged of the coating that prevents the wire to be re-introduced .